Event description:
Customer alleges a device malfunction because they claim the reading = 892 mg/dl three to four minutes prior to calling. Device memory reading = 268, 289, 192, and 99 mg/dl. Customer's device reading = 289 mg/dl 15 minutes later. No treatment was received. Controls were used. A request was made for product return and replacement product was sent.